Manufacturer narrative:
Investigation: design - the design of the mid-c system is aiming to take mainly axial forces, resulting from the load generated by the distraction of the curve and the relevant body weight. The device was tested in an axial direction and was found to be able to hold 700n load for 10 million cycles of axial load. Patient and extraction surgery information: .the extracted implant pole was broken . The doctor defined the patient as a sporty (different kind of sports) , with no trauma . Since the device is not yet available for investigation it's difficult to assess the root cause, once it will arrive apifix further investigation will be done. Material and manufacturing: the production process and material data were reviewed and found acceptance and compliance with the product specification. Risk assessment: at the time of this report (feb 2021), the company's incident rate due for implant breakage is estimated as (B)(4)%, the precise pre- and post-mitigation rate will be determined after the device will be investigated for the cause of failure. The risk of the broken rod has been assessed and found to be acceptable ((B)(4)).

Event description:
On feb 22, 2021, the distributor reported that the surgeon has a plan to perform a removal surgery on (B)(6) 2021. The patient complaint of pain.